Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿device not recognized by the processor¿ was confirmed. The following findings were also noted during device evaluation: light cover glasses adhesive pitted, optical cover glasses adhesive pitted, distal end cap worn, distal end adhesive worn, control body - side cover leaking, scope connector - water leakage water ingress, and - down/right angle is not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the colonovideoscope during the repair process had contamination evident in the air and water channel during maintenance. Upon inspection and evaluation, air/water channel with foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage from the control body - side cover, then the material was not eliminated. The suggested event can be detected/prevented by handling the device according to the following instructions for use (IFU): detection methods are written in IFU: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.